Event description:
It was reported that when using the bd pyxis¿ medbank tower, bin 04 18 cubie initially failed to open. After retrying, the nurse accessed the medication, but the system then requested an ndc number and prevented progression as the ¿next¿ button remained disabled. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) relayed the initial issue and discovery to the appropriate csm and confirmed that completed item transactions were visible. Should the issue recur, further worked with the csm may be required to communicate with the customer regarding necessary actions for their item formulary. The system functioned as intended when the technical support specialist investigate the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, bin 04-18 cubie initially failed to open. After retrying, the nurse accessed the medication, but the system then requested an ndc number and prevented progression as the ¿next¿ button remained disabled. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.